Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified and a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during reprocessing, the evis exera iii colonovideoscope tested positive for 3 colony forming units (cfus) of cronobacter spp on (B)(6) 2023. All channels were sampled. Upon inspection and testing of the returned device, foreign material was found clogged in the scope biopsy channel due to insufficient cleaning. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. Olympus is the maintenance company. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. The hygiene microbiological investigation report indicated the channels of the scope were cultured and 1 colony forming units of gram positive bacteria was identified. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device evaluation found: the electrical safety checks failed. The 1x light guide rod lens was cracked, the insertion distal end was scratched. The control unit channel mount had wear and tear. The control unit mouthpiece was defective. The control unit air/water cylinder was scratched. The control unit suction cylinder was scratched. The control unit right/left knob angulation was less or specified value. The control unit up/down knob angulation was less or specified value. The insertion part distal end biopsy channel had foreign materials. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.